Manufacturer narrative:
Expiration date: 05/2020. Manufacturing date: 05/2015. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: two cases associated with this complaint. A separate FDA form 3500a has been completed for the unknown number of affected products with multiple possible lots numbers associated with this complaint. (B)(4).

Event description:
It was reported by the end user that the tail clips dig and irritate her flesh in the area of the abdomen where the clip rests/digs in. It was also reported that this has occurred with other similar products for years.